Manufacturer narrative:
H3, h6: the real intelligence cori, part number rob10024, serial number (B)(6), used for treatment was not returned for evaluation, therefore a device analysis was unable to be performed. The clinical/medical investigation concluded that no clinical factors have been identified which would have contributed to the reported event and a user technique/variance cannot be ruled out as a potential contributing factor. A log file review was completed. In absence of the xsessions system log files, a review of the provided system log files and screenshots was completed with the software support team. The reported problem could not be confirmed. The tibia free collection points were correctly collected whoever, there is no indications that the points disappeared. There is also no evidence of the overcuts, and the bur shows to be fully seated in the logs. Complete log files could help understand more the issue and the causes. This issue might be associated with a known bug. Should the missing files become available, the case can be reopened. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution. In the event of a system failure, refer to the recovery procedure guidelines in the real intelligence cori for knee arthroplasty user manual (500230 rev d). A failure can consist of, but is not limited to, a system software crash, unrecoverable hardware failure, handpiece failure with no backup available, tracker failure or loss of contact with bone that is unrecoverable, etc. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Event description:
It was reported that, during a cori assisted tka surgery, in the stage of tibia free collection to collect surface points, the surface points which were already collected, disappeared suddenly. After trying to collect surface point again, they removed the femur bone and the planning screen showed suddenly during removal of the bone. In addition to this, the target bone was over-cut and bone removal screen showed the bone surface in red when removing the bone. The procedure was completed with the same device, to remove the bone to make a flat for the bone surface. There was a 20 minutes procedural delay.

Manufacturer narrative:
Internal complaint reference: case (B)(4).

Event description:
It was reported that, during a cori assisted tka surgery, in the stage of tibia free collection to collect surface points, the surface points which were already collected, disappeared suddenly. After trying to collect surface point again, they removed the femur bone and the planning screen showed suddenly during removal of the bone. In addition to this, the target bone was over-cut and bone removal screen showed the bone surface in red when removing the bone. The procedure was completed to remove the bone to make a flat for the bone surface. There was a 20 minutes procedural delay.